Event description:
The physician was attempting to deploy a 2.75 mm diameter x 18mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in the prox lad. The lesion exhibited 80% stenosis, moderate tortuosity and moderate calcification. It was reported that the stent was damaged during the trial passing of the device into the lad lesion. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between marker bands as per specification. The third and fourth proximal stent segments were raised and damaged.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology, 80% stenosis, moderate calcification, and moderate tortuosity). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 80% stenosis, moderate calcification, and moderate tortuosity). (B)(4).